Manufacturer narrative:
(B)(46). (B)(6). The lot was manufactured january 22, 2016 ¿ january 25, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor over infused during infusion. The device was filled with 74 ml of fluorouracil diluted with 155 ml of a non-baxter solution for a total fill volume of 230 ml. The expected infusion time was 46 hours but the actual infusion time was 22 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.